Event description:
It was reported that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a green image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the reported malfunction was likely due to a faulty cable unit. Olympus will continue to monitor field performance for this device.